Event description:
It was reported that after a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The location of the lesion being treated is unknown but it was reported that the stent was well positioned and well apposed. A subacute thrombosis was reported. Further medical intervention was required but what was done is unknown. The pt's status is reported to be good. Additional info has been requested.

Event description:
An angiogram and ivus was performed on the left anterior descending (lad). The physician then placed a taxus express2 8.8% 2.5 x 12 mm drug eluting stent in the proximal lad and inflated to 14 atms for 45 secs. The lesion was post dilated with a powersail 3.0 x 8 mm balloon to 10 atms for 45 secs. Verapamil, heparin IV and tridil bolus were given during the procedure. Four days later the pt presented through emergency with a stent thrombosis. An angiogram was performed. A successful angioplasty was performed on the proximal lad intra-stent with a powersail 3.0 x 15 mm balloon inflating to 8 atms for 20 secs and 5 atms for 10 secs. Medications used during the procedure were heparin IV, reopro bolus and pump, and plavix.

Event description:
There was no calcification in the lad and it was a b1 type of lesion. The pt was put on plavix post procedure. The pt presented in emergency with angina. The angioplasty for the stent thrombosis was performed that day. In the opinion of the physician the thrombosis was related to the stent.